Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that there were numerous noise signals from the programmer's electrocardiogram (EKG) slave cable when attached to a patient, even when the filters had been checked off. It was speculated that the internal EKG port could be loose, causing noise on the external EKG. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; analysis confirmed the customer comment of a noisy signal and it was noted that it occurred even when a known good cable was connected and manipulated and therefore the link electronic module (lem) board was replaced and calibrated. It was further noted that the printer keypad buttons functioned only intermittently and that there was only intermittent wireless telemetry. The printer keypad and the radiofrequency transceiver were replaced to resolve all and additionally the software was reloaded. The unit passed all final functional and systems tests and no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.